Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level; it did not exceed 500 mg/dl. Customer received instructions from technical support to reset the pump and was assisted with the process. The malfunction did not recur after resetting, and the customer was advised to continue using the pump, with a reminder to contact support if any issues arise again.